Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic after receiving vibratory patient notification alert, device charge timeout was observed. During capacitor maintenance, capacitor charge timeout was also noted. Device replacement was planned.

Event description:
New information received notes that the device was explanted and replaced. Procedure went well and there were no complications during the procedure.